Manufacturer narrative:
Reported event of noise was not confirmed. The device was above elective replacement indicator (eri) level upon receipt. Analysis performed, including sensitivity test, cross talk test, and inspection of header and connectors showed normal device characteristics with no anomaly contributing to reported event of noise. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-39557. It was reported that a patient presented in clinic for a follow-up appointment. The patient's pacemaker (pm) and right ventricular (rv) lead were oversensing noise. The patient was asymptomatic. The pm and rv lead were explanted and replaced. The patient was stable throughout procedure.